Event description:
It was reported that a system error 2240 (air in the set) occurred on the homechoice (hc) during dwell 2 of 4 while the home patient was connected. The hp stated that the supply bag fell and became disconnected. The power was cycled in order to clear the alarm, resulting in (B)(4). The hp started therapy over using all new supplies. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4).the reported system error 2240 was confirmed since the supply bag fell and disconnected. The cause of the reported issue was determined to be the supply bag fell and disconnected since it has the possibility of introducing air into the system and, in turn, cause the alarm. Should additional relevant information become available, a supplemental report will be submitted.